Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Pending additional information from the reporter, the connector type is assumed to be a taper ii and the manufacture site has been defaulted to bioenterics. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. In addition, the reporter has been asked to indicate the serial number and implant date. To this date, no such information has been received by allergan. Allergan has not received the product. Therefore no analysis or testing has been done. Allergan medical is not reporting this event because of a product problem, but possible surgical complications. All information provided by the reporter has been reviewed by the appropriate medical professionals and this report was initiated. See additional information: device labeling addresses the possible outcome of surgical complications, such as thrombosis as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." "Perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, major blood vessels, lung problems, thrombosis, and rupture of the wound."

Event description:
Study data reported: "deep vein thrombosis".